Event description:
On (B)(6) 2008, the pt with r breast cancer, underwent bilateral nipple sparing mastectomy and bilateral breast reconstruction, with tissue expanders and strattice grafts. On pod 20, the pt presented with superficial nipple necrosis which resolved, however, the pt continued with redness, even with treatment with antibiotics. The pt was afebrile and otherwise asymptomatic. On pod 66, tissue expanders and strattice were explanted to prevent further delay in chemotherapy treatment. Pocket fluid was cultured and was reported by the doctor to be positive for staph epidermidis.

Manufacturer narrative:
Add'l lot# s10090-003. Method of eval: to be specified. Since the strattice device was not returned for eval, internal investigation was limited to the following: review of the device history records for lots s10088 and s10090. Query of lifecell complaint system for any similar complaints reported to lifecell against the devices distributed from lots s10088 or s10090. Results of eval: to be specified. Review of the device history records for lots s10088 and s10090 resulted in no remarkable findings, with no deviations that would have an impact on processing steps associated with risk of infection to a pt. (B)(4).